Event description:
It was reported the programmer would not boot up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer would not boot up past the medtronic logo screen. Hard drive reimaged, reconfigured and reloaded software to resolve. (B)(4).